Manufacturer narrative:
(B)(4). Analysis conclusion: final analysis confirmed the backup operation. The root cause of the anomaly could not be determined. It was noted that the device had been exposed to cold temperatures prior to its return.

Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode while still in its packaging. There was no patient involvement. The device was removed from the field.